Event description:
The customer reported that during deployment of the second vasoseal "vhd" collagen plug, the second staff member (holding pressure) felt the vasoseal vhd sheath crack under their fingers. When the physician removed the sheath, he noticed that the sheath had cracked in half. The physician was able to remove the remainder of the sheath from the groin site. No patient complications were reported.